Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - erratic stat troponin-I results. To investigate this issue, the investigation team reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions. In the architect stat troponin-I reagent package insert, literature is provided regarding suitable specimens, results, and limitations of the procedure. In the specimen collection and preparation for analysis section, the general precautions about the potential of erroneous results from interfering particulate matter are included in all immunoassay package inserts as the general sample handling and sample integrity warnings. Unfortunately, the investigation team was unable to identify the cause of the issue experienced at the customer facility. Instrument troubleshooting was documented in service tickets after this incident where the pressure sensor and wash zone manifold were replaced, and no additional complaints have been received for the issue of discrepant results. A malfunction of the architect system was not identified.

Event description:
The account stated three patients generated false positive architect troponin-I results. The account uses a laboratory myocardial infarction cut-off of 0.03 ng/ml. No patient information or additional testing data is available. No information was provided regarding patient impact.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.